Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There is documentation supporting a possible association between the liberty cycler and fresenius products and the event of the patient¿s ultimate expiration. It is known, at this time, the patient expired at home, connected to the cycler during pd therapy at time of expiration. Based on the lack of patient historical information (medical/surgical history, comorbidities, medication regime) a possible association between any fresenius products and the adverse event of the patient expiration cannot be determined. Further information has been solicited in terms of a request for death notification.

Event description:
It was reported on (B)(6) 2017 that this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy for an unknown period of time expired on (B)(6) 2015 at home attached to the cycler. The patient had passed away in her sleep. The cause of death is unknown. Further information was solicited but not available.